Event description:
It was reported that during a coronary angioplasty procedure, the catheter shaft broke. The lesion being treated was the mid left anterior descending artery (lad). As the physician advanced the balloon along the guide catheter, he noted that the balloon did not advance properly. The physician retrieved the balloon catheter as a single unit. After retrieval, the physician noticed kinking and a break in the mid shaft. The shaft broke outside of the pt, and no portion remained inside the pt. The pt was stable and the physician completed the procedure with another maverick2 balloon catheter.